Manufacturer narrative:
Manufacturer's investigation conclusion: the reported cut in the patient's driveline could not be conclusively determined through this investigation as no photos were submitted by the account and no product was returned for evaluation. A specific cause for the reported cardiac arrhythmia cannot be conclusively determined through this investigation. Low flow alarms were confirmed via the log file data provided by the account; however, a specific cause for the change in pump parameters cannot be conclusively determined through this investigation. Log file (B)(4) contained data spanning from (B)(6) 2019 at 19:56:53 through (B)(6) 2019 at 11:49:28, per the timestamp. A total of 3 low flow alarms were captured on (B)(6) 2019, spanning from 03:41:16 through 03:41:33, due to the estimated flow being calculated below the threshold of 2.5lpm. No other notable alarms were captured. Log file (B)(4) contained data spanning from (B)(6) 2020 at 20:09:44 through (B)(6) 2020 at 12:30:33, per the timestamp. No notable vad-related alarms were captured and the pump appeared to have been operating as intended. The account reported that the patient was experiencing low flow alarms on (B)(6) 2019. On (B)(6) 2020, the account reported that the patient was experiencing atrial fibrillation and had a cut on the driveline. An abbott technical services representative communicated that the afflicted area of driveline should be covered with rescue tape. The patient remains ongoing on (B)(6). Multiple requests for additional information were sent to the account; however, none was provided. The heartmate ii lvas IFU lists cardiac arrhythmia as an adverse event, as well as a potential late postimplant complication that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was found in atrial fibrillation. There was also a new cut in the drive line exit site wire. There was no indication in this log file of any drive line compromise. It was recommended that any cuts in the drive line should be covered with rescue tape.